Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 12th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified. (B)(4).

Event description:
The physician was intending to implant a resolute onyx coronary drug eluting stent in a patient's ostium r-pda which had mild tortuosity and mild calcification with 90% stenosis. There were no abnormalities reported in relation to anatomy. No damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues and the lesion was not pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device and excessive force was not used during delivery. It was reported that the stent failed to cross. Upon removal, it was noted that stent deformation had occurred with a piece of wire sticking straight out of the proximal end of the stent. The procedure was completed with another onyx stent of the same size and same lot number. There was no injury to the patient.